Manufacturer narrative:
Exact date of event is unknown; event occurred sometime in 2021. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the zipfix implant did not pull when the trigger on the zipfix instrument was pulled. A spare device was used to completed the procedure successfully with no additional intervention needed and no consequences to the patient. This report is for a zipfix instrument. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the customer reported the handle was not pulling the implant even when the instrument is triggered. The repair technician reported the retaining nut needed to be tightened using tq121 and the device needed lubrication with loctite. Lube/oil/clean is the reason for repair. The cause of the issue is damaged component. The item was repaired per the inspection sheet, passed synthes final inspection on 05-oct-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 40. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot : part number: 03.501.080. Lot number: 45p9840. Manufacturing site: haegendorf. Release to warehouse date: 27 may 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.